Event description:
Caller states the patient tested 2.0 inr on coaguchek system 1 and 3.9 inr on coaguchek system 2. Patient was tested once more on each system due to these device results, both results were 2.0 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.